Event description:
(B)(6) 2024: the stent was placed in the patient received with radiation therapy between (B)(6) 2024. After stent placement, hemorrhage was found several times at the stent placement site, but multiple factors were involved, and the cause could not be identified. (B)(6) 2025: the physician performed a CT scan because hemorrhage was caused and found an aneurysm in the right hepatic artery. Also, the physician found that the stent migrated from its initial position to a position where it did not interfere with the aneurysm. The physician performed embolization procedure with angiography. No hemorrhage was found after embolization procedure, but a liver abscess occurred due to the embolization procedure. The physician commented that it is unknown whether the stent caused an aneurysm because the patient has experience of radiation therapy and there are several possible causes for the aneurysm. There were no patient complications as a result of this event.

Manufacturer narrative:
It was reported that after stent placement, hemorrhage was found and 10 months after stent placement, aneurysm and stent migration occurred. It is hard to review suspected device's DHR because the serial no. Was not checked. Migration can occur in any company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. It is difficult to identify the exact root cause because the device was not returned, and it is difficult to reconstruct the situation at the time of procedure. However, based on the description "hemorrhage was caused and found an aneurysm in the right hepatic artery" it is assumed the hemorrhage and aneurysm occurred due to patient's history of radiation therapy and other factors complexly. In addition, based on the description "the physician found that the stent migrated from its initial position", it is assumed the stent migration occurred due to severe pressure at the patient's lesion, peristalsis of organs, foreign substances such as food and other factors complexly. Then, based on the description "liver abscess occurred due to the embolization procedure", it is considered embolization was performed to treat the hemorrhage and aneurysm and liver abscess occurred due to several causes complexly. Through the user manual by taewoong, it is stated that "potential complications associated with the use of niti-s & comvi stent may include, but are not limited to: bleeding, stent migration and liver abscess". This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.